Manufacturer narrative:
Additional narrative: it was reported the mesh was implanted due to urodynamic stress incontinence with concurrent cystoscopy. It was also reported that patient underwent revision of vaginal mesh erosion on (B)(6) 2006 due to vaginal mesh erosion. It was further reported that patient underwent revision of mesh and excision of scar tissue from right suprapubic area on (B)(6) 2007 due to right suprapubic tenderness and status post tension free vaginal sling for incontinence (non-healing wound). It was reported that patient underwent exploratory laparotomy, extensive lysis of adhesions, total abdominal hysterectomy, bilateral salpingo-oophorectomy, exploration of the retropubic space with excision of the right arm of prior mesh mid-urethral sling and cystourethroscopy on (B)(6) 2011 due to pelvic pain, right sided pain at the site of prior mesh mid-urethral sling, left adnexal cyst and recurrent stress urinary incontinence

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 6/2/2016. (B)(4). It was reported that following insertion the patient experienced infection, urinary retention and mild hematuria. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and tvt was implanted. It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6).